Event description:
A malfunction occurred with the customer's pump, but there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump. As corrective action, technical support provided the customer with a replacement pump, ensuring it had up-to-date software. The customer agreed to use a manual injection method as a backup during the transition.